Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, there were some issues and it was thought that the lens needed to be repositioned. Three weeks after the initial procedure, the doctor tried to reposition the lens and found that the haptic had a clean cut and barely hanging on. According to the nurse " it makes me think that this was not a loading/inserting issue since it was more clean cut and the tech and physician did not have a problem with loading/inserting." The iol was replaced with another iol. Additional information has been requested.